Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer will seek medical attention due to result of 589mg/dl. The customer's expected blood results are 80-170mg/dl fasting. Verified test strips expire 06/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). The meter was reading 589mg/dl and the customer was taken to the ER with no symptoms and a blood was done about 20 minutes later and read 178mg/dl on their meter and then a lab result was taken and read 148mg/dl.